Manufacturer narrative:
Animas insulin cartridge. The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 06/07/2011 - device evaluation: the cartridges have been returned and evaluated by product analysis on 06/07/2011 with the following findings: a total of 8 cartridges were returned and tested. The cartridges passed visual inspection, no damage or defects were noted to the luer connections or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connections, o-rings, or anywhere else in the cartridges.

Event description:
The patient's mom claimed the patient developed elevated blood glucose levels in the 200-300 mg/dl on (B)(6) 2011 as a result of cartridge issues. No symptoms or medical intervention were reported. The patient's mom stated there was a strong smell of insulin inside the pump when the cartridge was removed and there were bubbles inside the cartridge; she was unsure if there were bubbles in the infusion set tubing. The patient's infusion site was last changed on (B)(6) 2011 and there were no reported issues with the infusion site/set. The animas customer support representative (csr) confirmed with the patient's mom that room temperature insulin was being used in the cartridges. The animas csr also noted that the reported cartridges were not expired/reused and were cycled correctly. The patient's mom stated the pump settings were correct. The product did not cause or contribute to an adverse event since the patient's reported injury does not meet the criteria for a serious injury. However, this complaint is being reported because of the alleged cartridge issues. Replacement cartridges were sent to the patient.